Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with 2 mls of juvéderm voluma® xc and 2 mls of juvéderm® volux¿ xc into the jaw areas. About a year later, patient began experiencing nodules. Roughly another year passed when patient started having the area treated with hylenex, but the issue has remained.